Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions for this event. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. High results were generated by 2 cobas 8000 cobas c 701 modules. The event involved a total of 1 patient tested for crej2 creatinine jaffé gen.2. The patient is male.